Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/9/2024, a sales representative reported via (B)(4) that an unknown clearcut burr had plastic broken off the back while inside a shoulder. This has happened twice now without the surgeon applying excess pressure. The surgeon is concerned and has completed the case by trying to fish out the chunks of clear plastic. This was discovered during a procedure. Additional information was received on 5/20/2024: it is unknown the arthrex part and lot number of the clearcut burr complaint. This was discovered during a shoulder arthroscopy with a rotator cuff repair procedure on (B)(6) 2024. The case was completed with the surgeon continuing to use the same unknown clearcut burr. It is stated that the surgeon believes all broken-off clear plastic pieces were retrieved from the patient. It is unknown if the patient experienced adverse effects due to the issue. There was a 5-minute case delay.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.